Manufacturer narrative:
The correction of b5 describe event and problem and h4 manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous h4 manufacture date: 2019-12-12 corrected h4 manufacture date: 2019-12-17 previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue which can occur on several devices ¿ pwdii700sf v k3 aim cl. It was discovered that the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of recurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to the event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use IFU 01811 operating instructions mentions: "the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device." "Check that the device has not suffered any impact damage." Getinge shall continue to monitor any further events of this nature and does not propose any further action at this time.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.